Event description:
It was reported to philips the device ha an etco2 failure. There was no report of adverse patient involvement.

Manufacturer narrative:
The etco2 module was returned for failure analysis. The reported problem was duplicated during lab tests. The available information is consistent with a malfunction of the etco2 module. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.